Event description:
Per the clinic, the device was explanted under general anesthesia on (B)(6) 2025, due to thick skin flap leading to poor retention. The patient was reimplanted with another transcutaneous osia implant system during the same surgery.